Manufacturer narrative:
Description of problem or event: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 09jul2019. No further follow-up is planned. Evaluation summary: a female patient reported that her humapen ergo ii device could not push insulin out. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (1802d01, manufactured february 2018). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regard to device not working. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a (B)(6) asian female patient. Medical history included hypertension and cerebral infarction. Concomitant medications included acetyl salicylic acid, isosorbide mononitrate, captopril and an unspecified medicine all used for unknown indications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30, 100u/ml) through cartridge via a reusable pen (humapen ergo ii), twice daily (bid, morning 18, night 18) subcutaneously for the treatment of diabetes mellitus beginning on an unknown date in 2011. On an unknown date, her humapen ergo ii could not type out liquid; further described the device could not push insulin out ((B)(4)/lot number 1802d01). On an unknown date, while on human insulin isophane suspension 70%/human insulin 30% therapy, she had high blood glucose (10-11). On (B)(6) 2019, she was hospitalized for the event of high blood glucose. Corrective treatments were not reported. Outcome of the event was recovering. As of (B)(6) 2019, she was not discharged from the hospital. Therapy with human insulin isophane suspension 70%/human insulin 30% was ongoing. The operator of the humapen ergo ii and his or her training status was unknown. The general humapen ergo ii duration of use was approximately 8 years (started in 2011), the suspect device (lot number 1802d01/manufactured in (B)(6) 2018) duration of use was not provided. The suspect humapen ergo ii device associated with (B)(4) was not returned to the manufacturer. The reporting consumer did not relate the event with human insulin isophane suspension 70%/human insulin 30% drug and did not provide relatedness of the event with humapen ergo ii. Edit 20jun2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added. Update 26jun2019: information was received from affiliate on 24jun2019. Trackwise number was reported in the case ((B)(4)) and associated product complaint was processed. No new medically significant information was received and hence no changes were made to the case. Update 09jul2019: additional information received on (B)(4) 2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and (B)(4) (EU/(B)(4)) device information. Added date of manufacturer for the suspect humapen ergo ii device associated with (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 25jul2019 in the b.5. Field. No further follow-up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary: a female patient reported that her humapen ergo ii device could not push insulin out. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (1802d01, manufactured february 2018). With the guidance of a trained professional, the issue was resolved and the pen was working normally. A complaint history review did not identify any atypical findings with regard to device not working. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned a 61-year-old asian female patient. Medical history included hypertension and cerebral infarction. Concomitant medications included acetyl salicylic acid, isosorbide mononitrate, captopril and an unspecified medicine all used for unknown indications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30, 100u/ml) through cartridge via a reusable pen (humapen ergo ii), twice daily (bid, morning 18, night 18) subcutaneously for the treatment of diabetes mellitus beginning on an unknown date in 2011. On an unknown date, her humapen ergo ii could not type out liquid; further described the device could not push insulin out ((B)(4)/lot number 1802d01). On an unknown date, while on human insulin isophane suspension 70%/human insulin 30% therapy, she had high blood glucose (10-11). On (B)(6) 2019, she was hospitalized for the event of high blood glucose. Corrective treatments were not reported. Outcome of the event was recovering. As of (B)(6) 2019, she was not discharged from the hospital. Therapy with human insulin isophane suspension 70%/human insulin 30% was ongoing. The operator of the humapen ergo ii and his or her training status was unknown. The general humapen ergo ii duration of use was approximately 8 years (started in 2011), the suspect device (lot number 1802d01/manufactured in feb2018) duration of use was not provided. With the guidance of a trained professional, the issue was resolved and the pen was working normally. The reporting consumer did not relate the event with human insulin isophane suspension 70%/human insulin 30% drug and did not provide relatedness of the event with humapen ergo ii. Edit 20jun2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 26jun2019: information was received from affiliate on 24jun2019. Trackwise number was reported in the case (4776417) and associated product complaint was processed. No new medically significant information was received and hence no changes were made to the case. Update 09jul2019: additional information received on 08jul2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the suspect humapen ergo ii device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Update 18jul2019: additional information received on 18jul2019 from the global product complaint database. No new information was added. Update 25jul2019: additional information received on 24jul2019 from the global product complaint database both were processed together. Entered updated device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to not returned to manufacturer for (B)(4) associated with lot 1802d01 of a humapen ergo ii device. Corresponding fields and narrative updated accordingly.